Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#:(B)(4) h3: analysis of the 97745 programmer (s/n (B)(6) ) revealed that there was a broken back case which needed replacement. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the controller is blank and unresponsive - pt reported she has had problems recharging her implant (ins) battery for the past 6 months. Pt stated the controller will show charge finished at 50% - pt stated the controller has gone to a different language - the screen will go blank or frozen when she is trying to charge the ins pt stated her stimulator has been getting low to where she is charging more often. Pt stated "now her back is killing her" pt verifies the recharger telemetry module (rtm) cord / plug does not have any visible damage. Pt verified she was able to get her ins to charge to 100% today her controller is currently at 50%. A replacement rtm was sent to the patient. Pt called back regarding information as documented in this case. Pt stated that they were sent a replacement rtm, however they were not able to turn the controller on in order to try and recharge their ins. Pt stated that this happened friday night. Pt stated that they tried plugging the power supply into the controller without the battery pack inserted, however the controller still didn't power on. Pt stated that the controller turned on once (pt thought that the controller was charged to 100% at the time), however the front was all static like; pt stated that then the controller turned off and never turned back on. Pt confirmed that the ac power supply green light was on. Pt stated that the controller port connector pins looked perfectly fine. Pss had the pt connect the controller to the ac power supply; pt stated that the controller powered on (pt stated that the battery pack was in the controller). Pt then stated that memory problem appeared; patient services (pss) reviewed screen meaning with the pt and walked the pt through setting the date/time on the controller. Pt confirmed seeing the green light flashing above the screen. Pt then stated that the controller battery was at 0% with recharging indicated; pt noted that the ins was at 50%. Pt stated that they had been having a lot of problems and that their back was hurting really bad, however they were feeling better today. Pt stated that they and their manufacturer representative (rep) thought that the issue was with the battery pack, however they were sent the rtm instead as they were having a few issues with recharging their ins. Equipment was working as intended during the call. Pss advised the pt to monitor the equipment and call ps back if further assistance is needed. Pt states she was fighting with charger and than called pss and was working fine and charged and now solid green and tried to turn on but cannot get it to do anything. Pss sent request to repair for remote as the remote just freezes, pt states this was going on before the rtm was shipped. Pss sending request.